Event description:
It was reported that the stored and real-time electrograms of the cardiac monitor noted undersensing. No intervention was performed. The device was explanted and replaced on (B)(6) 2018 due to suspected pocket erosion. The patient was stable post procedure.